Event description:
While performing reversal of hartman's procedure, the surgeon reported difficulty using the ethicon stapler. There was a reported injury to the bowel. Surgeon unable to complete the colostomy reversal as planned and proceeded with ileostomy.